Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker noticed an error code which indicates that the rebooting time of the device reset could be longer than expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device logs were reviewed by a stryker software engineer. Review of the device logs verified the occurrence of the reported issue. The root cause of the reported issue was traced to the device software.

Manufacturer narrative:
Stryker noticed the event code during evaluation, and could not duplicate the code. The code was cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker noticed an error code which indicates that the rebooting time of the device reset could be longer than expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.